Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having kyphoplasty com pression fracture for primary osteoporosis. It was reported that during bkp at th10 and th12, the balloon ruptured during left-side balloon dilation at th10. Bkp was performed in the order of th10 followed by th12. On CT, the vertebra did not appear markedly porous; however, on MRI t2 images it appeared consistent with an acute fracture, and bkp was therefore performed. When the procedure was actually carried out, the bone was hard and required significant force even for drilling. Partway through, the attending physician was replaced by a supervising physician with a faculty license; however, the balloon ruptured during left-side balloon dilation. As the hardness was not typical of a usual compression fracture, prostate cancer was suspected, and bone obtained during drilling was sent for pathology. There was no patient symptom reported. There were no further complications reported regarding the event.